Event description:
Customer reported system is displaying charger fail errors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a relay on the power switch pcb. System operates as intended.